Manufacturer narrative:
The medical center in japan had discarded all the product at pump explant. No investigation to root cause is possible. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp support of 5 days. During the support time there was an observation made of an access site bleed that was treated by surgical suture and blood product transfusion. The number of units infused is not known.